Event description:
Spontaneous. Hhrn (home health registered nurse) reported since last 2 infusions, there is always volume remaining; maybe 40-50 ml volume. We have programmed pump for extra 10 ml at total of 910ml. Last shipped in (B)(6) 2023. Hhrn will finish infusion with gravity now. Sending new pump. No other issue. No missed dose or adverse event reported. Pump available for return. No further information. Reported to (B)(6) by: patient/caregiver.